Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition with no appearance of any physical damage. During syringe testing and checking the reading of size sensor, the reported problem could not be duplicated. However, the root cause of the reported issue was found to be normal wear. Barrel headscrew was found loose from normal wear, which is causing the invalid syringe size intermittently. Replaced barrel clamp headscrew. Performed preventative maintenance and all functional testing.

Event description:
It was reported that there was a plunger error. No patient injury was reported.